Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a temporary absence of eyesight and a loss of consciousness. The customer was provided a "candy bar and candy" for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.